Event description:
Caller reports back to back comparison on the same meter while using the inform system with results of 54mg/dl and 111mg/dl. Caller reports l1 and l2 quality controls were run the same day and in range; could not confirm that controls had been run on the vial of strips that had been used on the patient. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.